Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, mega suturecut needle driver instrument had a broken cable. Customer removed and replaced instrument and proceeded with the procedure. The procedure was continued as planned with no reported injury.